Manufacturer narrative:
Upon completion of the investigation, it was noted that the forceps were returned in the original packaging and do not appear to have been used. The hole at the distal end was open and clean. The hole is well formed and appears to be within specifications. There is no evidence of lumen obstruction and or coating defects on the distal tip or elsewhere on the instrument. A review of the specifications indicated that these instruments are rated to withstand a temperature of 65 celsius (155f). The heat source used in the clinical setting should not exceed 155f (35 malis setting). Exceeding this temperature may cause the coating to melt and occlude the irrigation tube / distal tip. The complaint may be due to excessive heat used in the clinical setting however this could not be confirmed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: issue with the exit hole of the lumen of the insul irrig bipolar forcep being so small, it's constantly plugged. The insulating plastic almost encloses the lumen exit. Once the forcep is used, the insulating plastic begins to close over the hole as it shifts from the heat. The complaint was supported by nurse clinician, who also had problems with plugged irrigation channel. This is the second complaint form for this product, because previously replaced items still have the same issue. The suggestion that might solve the problem would be to reduce amount of insulation around the irrigation channel hole on the tip of the forceps. (After use on patient).